Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unspecified error alarm. Customer stated that error codes multiple times a month requiring you to take the system off and reset it with new supplies and batteries. Customer stated that insulin pump's battery had extremely short battery life that is less than 30 days. Customer stated that insulin pump had cracked pump housing and battery cap thread issue. Customer stated that insulin pump often gets no delivery alarm. No harm requiring medical intervention was reported. The device will not be returned for analysis.